Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(4) 2014. It was reported that the patient had a syncopal episode and was admitted to the hospital on (B)(6) 2016 with a hemoglobin of 6.4 g/dl and a hematocrit of 19%, without evidence of hemolysis. The patient underwent an ¿egh¿ on (B)(6) 2016 that revealed no evidence of bleeding. A colonoscopy performed on (B)(6) 2016 revealed a cecum polyp, two transverse polyps, and external hemorrhoids; however, no clear source of anemia was identified. On the day of admission, the patient¿s inr was 3.7 but trended down to 1.2 on (B)(6) 2016. The patient was started on heparin on (B)(6) 2016. On (B)(6) 2016, the customer reported low flow red heart alarms. It was stated that all anticoagulation for the patient had been stopped due to recent gastrointestinal bleeding. At the time of the alarms the patient¿s inr was 0.9, the creatinine was rising, and the lactate dehydrogenase (ldh) had increased from previous week to 500¿s u/l. Echocardiogram revealed right ventricular (rv) failure, and the patient was placed on inotropes and started on intravenous heparin. On (B)(6) 2016, the customer reported that the patient was stable and an lvad explant was scheduled for (B)(6) 2016 due to cardiac recovery. The patient¿s ldh was in the high 200s to low 300s u/l. On (B)(6) 2016, the patient underwent a procedure in which the outflow graft was stapled off and the pump was manually turned off. The device remained in situ. It was reported that the patient was doing very after vad therapy was discontinued. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported gastrointestinal bleeding, increased ldh, right heart failure, and the low flow alarms could not be conclusively determined. The patient's outflow graft was stapled off and the lvad was stopped on (B)(6) 2016. The patient was doing well off of vad therapy. Bleeding, hemolysis and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.